Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was used during a jejunum placement procedure performed on (B)(6) 2010. The j-tube was being used for the purpose of administering medications for advanced stage parkinson's disease. According to the complainant, post procedure on (B)(6) 2010, the j-tube could not be rinsed. The patient was scheduled for an x-ray and received duodopa in the side port of the tube going to the ventricle. The x-ray showed loops and a kink in the tube located in the duodenum. On (B)(6) 2010 the patient received a new 80cm boston scientific intestinal tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - j-tube exchange. The complainant was unable to provide the suspect catalog/model number, device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).